Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the suture lead with the needle at the end was detached from the solid blue dilator and was not returned. In addition, this dilator was noted to be kinked. Visual analysis of the returned capio device revealed no defects. Functional testing of the returned capio device showed that it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, just after the leg assembly was loaded into the capio device, the dilator tore and detached, inside the patient. This reportedly occurred while the mesh was inside the patient. The detached dilator piece was removed (method of removal unknown), and the mesh was also removed from the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly fine. According to a nurse, "...the implant was fine and the dr. Caused the detachment. So it's really operator error, not manufacturer error."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, just after the leg assembly was loaded into the capio device, the dilator tore and detached, inside the patient. This reportedly occurred while the mesh was inside the patient. The detached dilator piece was removed (method of removal unknown), and the mesh was also removed from the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly fine. According to a nurse, "...the implant was fine and the dr. Caused the detachment. So it's really operator error, not manufacturer error."

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, just after the leg assembly was loaded into the capio device, the dilator tore and detached, inside the patient. This reportedly occurred while the mesh was inside the patient. The detached dilator piece was removed (method of removal unknown), and the mesh was also removed from the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly fine. According to a nurse, "...the implant was fine and the dr. Caused the detachment. So it's really operator error, not manufacturer error."